Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). An evaluation is in-process.

Event description:
The customer observed a falsely elevated creatinine result while using clinical chemistry creatinine assay. The customer provided the following data (provided cutoff value: 09.mg/dl): on (B)(6) 2018: initial: 3.10 mg/dl, retest 1.05 mg/dl, retested on a second analyzer: 1.07 mg/dl . There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The sample ID was provided on 10/11/2018: sid (B)(6), additionally the customer indicated the specimen had been retested twice generating a result of 1.05 mg/dl.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.